Event description:
The customer reported obtaining low, out-of-range control results on a newly opened test kit lot while using their leadcare ii analyzer. Customer reported they have four (4) test kits of the same lot number. Customer reported the following quality control (qc) results: level 1 control in range at 10.2 ug/dl (range is 8.8 to 14.8 ug/dl) level 2 control out of range, low, at 26.3 ug/dl (range is 27.1 to 35.9 ug/dl) level 2 (repeat) control out of range, low, at 25.3 ug/dl. Technical services (ts) reviewed the procedure for running controls with the customer. Ts directed customer to ensure everything is mixed per package insert instructions. Customer repeated level 2 control testing for a third time while on the phone with ts. Level 2 result was out of range, low, at 18 ug/dl. Ts requested the customer inspect the sensor deck pins on their leadcare ii analyzer. Customer reported pin corrosion is present. As a result, a replacement leadcare ii analyzer was shipped to the customer and the affected analyzer was returned to the manufacturer. Customer confirmed receipt of replacement analyzer and has reported no further issues.